Event description:
A report was received that the patient will undergo an explant procedure due to pocket discomfort and the ipg has been protruding since being implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial #s (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure at this time.

Event description:
A report was received that the patient will undergo an explant procedure due to pocket discomfort and the ipg has been protruding since being implanted.